Event description:
The reporter stated a acdf was performed and the pt believes she is allergic to the implant. X-rays do not indicate an infection or any irregular swelling. Surgeon has requested a plate to tape to the pt's skin. He would like to do a few basic tests before removing implant.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.